Manufacturer narrative:
Unit received with unresponsive all buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the right side of insulin pump was cracked. Insulin pump would need to be replaced. Customer's blood glucose was unknown.